Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that for a robotic case, the surgical staff accidently placed the bipolar leads from the non-covidien robot's arm into the left and right monopolar connector ports of the forcefxc generator. Upon insertion of the bipolar leads into the generator's monopolar ports, the generator's cut mode was reportedly enabled and is believed to have delivered an undetermined amount of rf current energy while inside the patient cavity. The surgical staff heard the unit activate, thus energy may have been delivered to the patient, but the site has not indicated whether or not a patient injury occurred. See customer's medwatch report# 2000(B)(4).